Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 10- ventricular nst<(><<)>=210 ms between (B)(4) 2012 and (B)(4) 2013. Products: 407652 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that non-physiologic cycle lengths, twave oversensing and varying impedance was observed on the right ventricular lead. It was also reported that varying impedance was seen on the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.